Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient had a very narrowed superior vena cava (svc) area. An interventional cardiologist was brought in per the physician during the implant procedure to perform a venoplasty of the svc area. This was done in order to allow for the left ventricular (lv) lead guide catheter system to pass through. It was noted that there were a few inflations of the balloon that contacted segments of the svc defibrillation coil. The system was implanted and all lead analysis performed through the analyzer showed good numbers. The device was placed in the pocket and also displayed good numbers. After a while, it was noted that the left ventricular (lv) lead displayed no capture in 10 out of the 16 lv vectors as well as high impedances over 3,000 ohms. It was also found that the right ventricular (rv) lead impedances on the rv and svc high voltage coils were over 200 ohms. A possible fracture was questioned. The physician asked for the device detections to be turned off and planned to go back into the pocket the following day to check and see if they had connected the lead pins securely. The next day, the pocket was reopened. The lv, svc and rv lead pins were removed from the device and reinserted. The device was reimplanted and all lead impedances and capture thresholds measured normally. The device, lv and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758, lead, (B)(6) 2008; dtbb1q1, bi-ventricular defibrillator, (B)(6) 2015. (B)(4).